Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes an elevated capture threshold and high impedance. After the ventricular lead was replaced, high lead impedance was again observed. Subsequently, the pacer was replaced.~~~~~~~